Event description:
On (B)(6) 2009, the patient's nurse reported, the patient is experiencing air bubbles in the insulin cartridge of his infusion device and has had elevated blood glucose readings. On follow up with the patient, he stated he uses room temperature insulin to fill his cartridges. He stated, he sees air bubbles in both his cartridge and tubing (competitor product). He stated he has never changed the adapter on his device. He was advised to change the adapter every 10th cartridge change and was sent complimentary adapters. He said he changes his insulin cartridge every 2-3 weeks. He is not adjusting the cartridge volume prior to inserting the cartridge and is not attaching the tubing and adapter to the cartridge prior to inserting it. On further follow up with the patient, he said he followed the prior instructions and the air bubbles are less. He said, he only had to prime the first ones out and has had no further issues with air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.